Event description:
It was reported that the bd phaseal¿ spike connector (c180j) experienced a broken tip. The following information was provided by the initial reporter: the needle (spike) of 180j broke off from its base.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd phaseal¿ spike connector (c180j) experienced a broken tip. The following information was provided by the initial reporter: the needle (spike) of 180j broke off from its base.

Manufacturer narrative:
H6: investigation summary one sample and three photos were provided to our quality team for investigation. Through visual inspection, the spike is observed to be broken off of the upper based. Further evaluation did not identify any air bubbles or other defects that would have led to the breakage. A device history review was performed for lot 2201210, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device, no issues were identified. Based on the sample evaluation, the root cause was determined to be the force used when inserting the spike connector into the IV bag.